Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing for sars-cov-2, the bd max¿ system, bd max¿ instrument produced an n2 false positive result. Confirmatory testing was done using ID now and genexpert with the result returning negative. There was no indication that results were reported to clinicians, and there was no report of patient impact. Assays used: sars-cov-2. The following information was provided by the initial reporter: "the customer reported n2 positive results with the bd max sars-cov-2 assay that were not confirmed when repeated. They are using ID now and genexpert to confirm positive results. According to customer, the issue was specific to kit lot 1306457. However, 1 of the 6 runs provided for review was done using kit lot 1320594. Several n2 weak positive results were also obtained in run 1309."

Event description:
It was reported that while testing for sars-cov-2, the bd max¿ system, bd max¿ instrument produced an n2 false positive result. Confirmatory testing was done using ID now and genexpert with the result returning negative. There was no indication that results were reported to clinicians, and there was no report of patient impact. Assays used: sars-cov-2. The following information was provided by the initial reporter: "the customer reported n2 positive results with the bd max sars-cov-2 assay that were not confirmed when repeated. They are using ID now and genexpert to confirm positive results. According to customer, the issue was specific to kit lot 1306457. However, 1 of the 6 runs provided for review was done using kit lot 1320594. Several n2 weak positive results were also obtained in run 1309."

Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive¿. Customer reported that they had false n2 positive results on their bd-sars-cov-2 run. Customer mentioned that they had possible contamination in the lab and would like some advice. Service provided customer the decontamination procedure. No further issues were noted. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 16jun2020, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. Returned sample analysis consisted of review of logfiles and run files. Review of run 1309, all associated lane were positive for n2. Review of the raw curves for cy5 channel shows true, weak, positive amplification, which is indictive of either contamination or a low concentration of the target. Root cause is determined to be due to contamination based on data from the run files. Complaint is unconfirmed as this issue is due to contamination. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.